Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was sticking. The customer stated that they had to change battery every 2 weeks. The insulin pump had rejected battery before. The insulin pump gave error that shut the insulin pump off and did not deliver insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.